Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). A customer sent in one actual sample from the same lot and another actual sample from a different lot. A visual inspection showed that the blue hanger was not returned with either sample. Each sample was spiked into an in-house 1000ml solution bag containing reverse osmosis water. Each sample was then re-primed and attached to the first y-site of an in-house clearlink primary set and checked for flow. Both samples primed and flowed normally. No additional tested was performed. No other obvious visual defects were noted. Because both samples primed and flowed normally, the complaint will not be confirmed. The cause of this condition was not identified.

Event description:
FDA sent a notification of a medwatch report on behalf of a customer to baxter corporate product surveillance. The customer reported a clearlink secondary set that had a no flow when it was in a piggyback setup with an unknown primary set. The nursing instructor tried troubleshooting with no success. The instructor used a new tubing and then it infused. The process step in which this condition occurred has not been identified. There was no reported patient involvement or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). It is unknown if the sample is available for evaluation. However, if the customer decides to send in the sample, a follow-up report will be submitted once the evaluation has been performed. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). Baxter will continue to monitor similar reports to determine if further actions are required.